Event description:
Customer's father reported that he was not able to remove the battery cap. He also stated that the pump's audio alarm is not working

Manufacturer narrative:
Unit passed the functional testing including the seat, rewind, basic occlusion test and occlusion test. No audio alarms due to broken transducer wire.